Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: b5: during subsequent follow-up with the customer additional information was obtained. The reporter states that the event occurred during an unspecified surgical procedure. It was reported that the short attachment device was used along with a bearing sleeve device and two additional attachment devices. It was reported that there was less than a thirty-minute delay to the surgical procedure as the spare devices were retrieved. There was patient involvement. There were no injuries, medical intervention, or prolonged hospitalization. Therefore, the attachment devices and the bearing sleeve device has been included in this event and added in the concomitant medical products section. This report is event 1 of 3 of the same event. All available information has been disclosed. D10. Concomitant med products and therapy dates: bearing sleeve, attachment devices (05/28/2021). Reference manufacturer report numbers: 1045834-2021-00973 and 1045834-2021-01008 for the attachment devices associated with the same event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: this device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all operational specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. Reference manufacturer report numbers: 1045834-2021-00973 and 1045834-2021-01008 for the attachment devices associated with the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the short attachment device was heating up. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.